Event description:
This lead was explanted due to high thresholds. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 11 cm distal to the is-1 pin. A proximal, a 59 cm long medial as well as a 7 cm long distal fragment were received for analysis. The medial and distal fragment are still interconnected through the conductors, the medial fragment was retracted 13 cm from the distal fragment. An explantation aid was still inserted in the medial lead fragment. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragment was visually analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. Damages like the cuts into the insulation, deformations of the conductor coil and the fracture of the conductor cable leading to the rv shock coil and ring electrode most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.